Manufacturer narrative:
This is a final report. During troubleshooting with customer service, it was noted that the test strips the customer was using had expired. The issue is considered use related and therefore no further investigation is necessary.

Event description:
A customer's daughter called the customer service center and reported her father received an "error 6" message on his precision xtra blood glucose meter at 4:00pm on (B)(6) 2011. The caller reported the customer was feeling "sweaty and agitated", and subsequently experienced a loss of consciousness. The customer self-treated with food. No third-party emergent intervention was required. There was no report of death or permanent injury associated with this event.